Event description:
The patient underwent cataract surgery with implantation of the crystalens in the left eye. One day postoperatively, the lens dislocated and appeared to tear the capsule. The lens was explanted and replaced with a different lens model. The patient subsequently developed endophthalmitis and is under the care of a retinal specialist, who performed a vitrectomy.

Manufacturer narrative:
The device history records were reviewed and there were no discrepancies or unusual findings that relate to the reported issue. The explanted lens was returned to b&l for evaluation. A visual inspection was performed and there was presence of foreign matter (viscoelastic and residue from the eye). According to the physician, the root cause of the reported problem of lens dislocation is unknown.